Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty manipulating/placing the right ventricular (rv) lead and getting the stylet through the lead. The physician attempted four different leads of various lengths and was eventually able to utilize a 58cm lead effectively. No patient complications have been reported as a result of this event.